Event description:
The customer reported to olympus that during reprocessing before the procedure, the evis lucera elite gastrointestinal videoscope had damage to the channel tube due to a scratch and that during a culture test, the bacteria exceeded the standard specification. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
E1: establishment name: (B)(6). The suspect device has been returned to olympus for evaluation, and the physical device evaluation was completed. The evaluation found that the scratches on the channel tube were confirmed and causing the water tightness to be lost. However, the bacteria exceeding the specification was not confirmed due to the inability to conduct the testing. The device evaluation found that switch #1 was damaged, the leak check label was discolored, the insertion section had slight dents and was scratched, and the light guide tube had dents. Additional reprocessing information, general reprocessing information, and patient involvement information have been requested from the customer. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Sampling was taken from the clamp pipe, the number of colony forming units was not able to be counted and the microbe identification was unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained and for additional information based on the legal manufacturer's final investigation. B3: date of event: the event date has been corrected based on additional information to 12 aug 2023. B5: describe event or problem: updated. The customer provided the cleaning, disinfection, and sterilization process stating pre-cleaning was performed immediately after the procedure. The insertion tubes were wiped with enzyme solution. The enzyme solution was suctioned and flushed with a dedicated flush button. The detergent used for pre-cleaning was 3m enzyme solution. Manual cleaning was performed within an hour after the procedure. Manual cleaning with a reusable olympus bw-20t brush of the endoscope channels was completed. The disinfectant solution used with the endoscope was one that came with the vigor decontaminator. The device was appropriately rinsed before manual disinfection. All channels were flushed and immersed in the disinfectant. Final rinse water quality was checked. The endoscope was dried with an air gun and stored in a scope storage cabinet. Based on the results of the investigation, a definitive root cause cannot be identified. However, according to the investigation results, leakage occurred at detection of bacteria. Therefore, reprocessing was conducted insufficiently. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." And warns against inappropriate reprocessing. Olympus will continue to monitor the field performance of this device. Olympus will continue to monitor field performance for this device.